Manufacturer narrative:
Additional information: b5, b7, d4, g3, h6 and h10. B5: upon follow up it was reported the patient did not require any related follow up. H10: abstract study: ¿radiological characteristics of posterior lumbar interbody fusion with silicate-substituted calcium phosphate bone graft using traditional pedicle screw and cortical bone trajectory techniques¿. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of birth: unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery in which actifuse 1-2 mm was used in a l4-l5 mas posterior lumbar interbody fusion. A follow-up computed tomography reported as ¿long after surgery¿ noted a non-union, endplate cyst formation and subsidence. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.